Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer on 12/15/2016. Device evaluation: according to the visual inspection performed using 10x microscope magnification, white debris, particles and residue were observed on the cone lens which indicates that the unit was handled and prepared for surgical use. The cone lens was also observed with circular scribe. The results of the product testing (functional testing and dimensional testing) performed and were according to the specifications. The reported issue was not confirmed. Manufacturing record review: a manufacturing record review for the patient interface (pi) intralase production order (po) was performed; no associated non- conformance reports (ncr) were found for this po. A review of the manufacturing process controls shows the manufacturing instructions requires 100% cleaning and inspection of cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains and imperfections. The operators also inspect components for damage and deformation. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return device and non-conformance/CAPA review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during surgery -gripper issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It is also noted that the procedure was completed successfully by switching out the pi.